Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model 9808560, implantable port, allegedly experienced a leak. This information was received from multiple sources. These malfunctions involved five patients with no consequences. Two patients were reported as female and one was reported as male. Gender was not provided for the two remaining patients. The reported age ranges from 52-61 years. One patient was reported as weighing 41 kgs, weight was not provided for the four additional patients.

Manufacturer narrative:
H10: the lot numbers were not provided, therefore a lot history review could not be performed. The five samples have been returned for evaluation. Three malfunctions also included photos for review, one provided radiographic images. The five evaluations were confirmed for the alleged leak, with one also being confirmed for flexural fatigue damage. One file added device code 1260 (fracture). Based on the available information the root cause could not be determined. The devices were labeled for single use. The catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport products that are cleared in the us. The pro code for the powerport products is identified in d2. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Of the five reported malfunctions, four samples have been returned and one sample is pending return. Two malfunctions also included photos for review. Four investigations have been confirmed for the alleged leak, and the fifth investigation is in progress. The devices were labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the powerport products that are cleared in the us. The pro code for the powerport products is identified in d2.

Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model 9808560, implantable port, allegedly experienced a leak. This information was received from multiple sources. These malfunctions involved five patients with no consequences. Two patients were reported as female and one was reported as male. Gender was not provided for the two remaining patients. The reported age ranges from 52-61 years. One patient was reported as weighing 41 kgs, weight was not provided for the four additional patients.